Event description:
The patient contacted animas on (B)(6) /2013 reporting that they are having higher blood glucose (bg) levels for the past three days. The patient is having high bg with thirst, flushing, and headache. The patient stated that they changed the site and cartridge the night of (B)(6) 2013. The patient was using the same vial for three days. The patient removed cartridge and air bubbles in cartridge. The patient stated that they are using cold insulin when filling. The patient self treated with 7 units by injection at bedtime and woke up with a bg of 348mg/dl. The patient also reported that they had high bgs ranging from 341mg/dl to 380mg/dl. This report is being made due to the hyperglycemic event the patient experienced resulting from using cold insulin.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2015 with the following findings: the black box begins on 2015-08-06. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient using cold insulin).